Event description:
It was reported that the patient with this lead was hospitalized due to an unrelated issue. However, during the hospitalization, it was discovered that the lead exhibited pacing issues, oversensing, loss of capture (loc), high capture thresholds, and low within range pacing impedance. The patient experienced bradycardia as a result of the pacing issues. The lead was reprogrammed, which resolved the issue. The patient will continue to be monitored. It is suspected that the lead is damaged or the insulation is damaged. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that the patient with this lead was hospitalized due to an unrelated issue. However, during the hospitalization, it was discovered that the lead exhibited pacing issues, oversensing, loss of capture (loc), high capture thresholds, and low within range pacing impedance. The patient experienced bradycardia and weakness as a result of the pacing issues. The lead was reprogrammed, which resolved the issue. The patient will continue to be monitored. It is suspected that the lead is damaged or the insulation is damaged. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.correction to field h6: patient codes.

Manufacturer narrative:
The lead was not returned for analysis as the lead remains in use; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this lead was hospitalized due to an unrelated issue. However, during the hospitalization, it was discovered that the lead exhibited pacing issues, oversensing, loss of capture (loc), high capture thresholds, and low within range pacing impedance. The patient experienced bradycardia and weakness as a result of the pacing issues. The lead was reprogrammed, which resolved the issue. The patient will continue to be monitored. It is suspected that the lead is damaged or the insulation is damaged. The lead remains in use. No adverse patient effects were reported.